Event description:
It was reported that the pt never received therapeutic effect and experienced inadequate control of tone. The pt was hospitalized for one week in 2009. The pump was used to deliver baclofen on a complex flex dose every four hours. The dose was slowly adjusted from flex dosing to simple continuous. The concentration was also adjusted. Per the reporter, the pt was taking unspecified oral agents. Following dose adjustments, the pt seemed to be doing well and had better tone control. The pt outcome was reported as "no injury".